Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely through merlin.net transmission, multiple episodes of non-sustained rv oversensing were observed. Upon review, crosstalk was noted. Programming changes were recommended. Patient will be scheduled for in-clinic visit.